Event description:
It was reported that on the evening of (B)(6) 2020 (time period of reset) the patient had been physically getting in fights with his care facility and with his mom. His mother stated that she did push him onto the couch to get away from him, but that¿s the only thing that happened to him that day. It was reported that at the next two follow-up appointments, the generator has not reset again in a related fashion, to date. No further relevant information has been received to date.

Event description:
It was reported that error code 6 was observed on the patient's generator upon interrogation, which is indicative of a device reset. The patient's generator was turned back on. The device history records for the m1000 generator were reviewed. The generator passed final functional and quality tests prior to release. Review of the internal data determined that impedance was within normal limits during implant and that voltage was as expected based on generator settings, with no unexpected drops. The generator had reset approximately a month and a half prior to detection. The cause of the reset was not readily identified. No further relevant information has been received to date.

Event description:
It was determined that high impedance (captured in MFR report # 1644487-2021-00363) has not occurred in association with the patient's lead since the original report, ruling out a lead issue. Based on the timeline of events in relationship to the reset reported in MFR report # 1644487-2020-00912, it is believed that the high impedance was a transient event related to impedance being checked multiple times while the generator was in a reset condition and not indicative of any new generator malfunction or lead malfunction.

Event description:
Pre-operative diagnostics prior to the patient's replacement was within normal limits. Although product analysis remains in progress on the generator to date,, it was reported that testing performed to date has reproduced resets characteristic of a known firmware errata. However, it should be noted that analysis has not been completed to date.

Event description:
Product analysis was completed on the returned generator.the generator performed according to functional specfications. The pulse generator output was monitored for 24 hours programmed to ¿as received¿ parameters and no anomalies or resets were seen. Testing with various loads demonstrated that the lead impedance measurements were being performed as expected. Standard screening for a known hardware bug within the microcontrollers used in these devices and interaction with the device firmware. At body temperature yielded no failures (6 attempts), but screening at room temperature did result in a single failure (6 attempts). Pa results were reviewed and per comment #56 the device has shown to be susceptible the known hardware bug under certain conditions that are not present in the standard screen. No further relevant information has bene received to date.

Event description:
It was reported that the device was found to be disabled/reset due to error code 6 on (B)(6) 2021. Internal data review found that the generator had reset approximately two days prior on (B)(6) 2021. Internal data review also noted that high impedance was detected on (B)(6) 2021 (as reported in MFR #1644487-2021-00363). No other anomalies in the internal data were identified. The patient's generator was replaced due to the resets. The explanted generator was received for analysis but analysis on the returned product has not been completed to date. No further relevant information has been received to date.